Event description:
A fenestrated bipolar forceps instrument was returned with no event information. No complaint was communicated to intuitive surgical regarding performance of the da vinci surgical system. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. No complaint was reported. Engineering found a broken pitch cable. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Electrical continuity testing was performed and passed. There were also scratches on the surface of the distal pulley. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.